Event description:
It has been identified that confusion is more likely to exist in an emergency situation due to the identification/labeling of the airflow pediatric resuscitator and the airflow adult resuscitator. Both are the same color green; however, the adult one is contained in a plastic bag with the word adult printed in the middle of a 1/2 inch blue stripe at the bottom of the bag. The pediatric one is in a plastic bag with the word pediatric printed in the middle of a 1/2 inch yellow stripe at the bottom of the bag. Question if different color bags could be used due to likelihood of confusion in an emergency situation.